Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation could not confirm the reported symptom of "upstream occlusion test is failing, does not alarm." Upstream occlusion test was performed per spectrum service manual (pm inspection) with unit passing. The unit also passed additional upstream occlusion tests.

Event description:
It was reported that a device was unable to detect an upstream occlusion during testing. There was no pt involvement.